Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. This lv lead was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead could not be confirmed by visual inspection. There was nothing visually wrong with the lead that would cause dislodgement. The lead has met specifications.